Event description:
On (B)(6) 2025 the user reported fluctuating bg levels, with a low of 39 mg/dl followed by a high of 221 mg/dl. The user treated the low with fruit gummies and peanut butter and later observed bg returning to range as the ilet corrective algorithm took effect. No ems or hospitalization was required.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.